Manufacturer narrative:
We received one tuohy borst type introducer with the contamination shield connector attached for examination. The reported event of "was not able to secure the swan-ganz catheter in the introducer" was confirmed. Examination of the introducer and returned distal contamination shield tuohy borst connector, found that the distal connector of the contamination shield to be missing the silicone glad. Due to the silicon gland missing, this connector will not be able to clamp on the catheter. The introducer valve components were still inside the valve housing. The returned catheter from was used for testing and was inserted through the distal connector and introducer and the distal connector of the contamination shield does not tighten to the catheter. The introducer tuohy borst valve was able to lock tight around the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, after inserting the swan-ganz pacing catheter inside of the tuohy borst type introducer it was not possible to fixate it inside of the introducer when the contamination shield was connected to the introducer valve housing. The physician could not confirm if the valve was properly locked, but could confirm that the contamination shield was. There was no allegation of patient injury.

Manufacturer narrative:
The initial interpretation of the evaluation was thought to be that the silicone gland was missing from the introducer, therefore the event was reported. Upon further examination, it was noted that the product evaluation stated that the silicone gland was missing from the contamination shield, not the introducer. Therefore, this is not a reportable event.